Event description:
Used home quidel quickvue at home test (lot 3668306, exp. 2023-11-29 bought at a local cvs), both tests in box showed a positive test result. Subsequent testing at my general practitioner, a rapid naat test at walgreens, and a binax test showed negative. Resolution of symptoms and type of symptoms had my gp conclude I had the flu and not covid. I have another box of tests that I bought at the same time, not opened, with same lot and expiration date. FDA safety report ID# (B)(4).